Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in total laparoscopic hysterectomy (tlh). It was taken in and out several times, and it was confirmed by the camera that the heat insulating material of the base of the jaw peeled and the peeled element disengaged from the handpiece. It was removed from the trocar and confirmed visually. The peeled part was removed, and was affixed below the covidien logo on the handle. Nothing fell into the patient's cavity as the part fell outside the patient's cavity. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.